Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he tried to give himself a bolus and the insulin pump beeped. As customer was putting the device away he noticed no active insulin and no bolus history on the device. Customer had eaten a candy bar and was trying to program a food bolus of 30 grams and just listens to the beep. The first two boluses weren't in the history of the device. Customer stated that same issues had probably occurred about three weeks from call. Customer was advised to disconnect from the quick release. Performed bolus into the air and bolus did record. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip. Several boluses were programmed and delivered. The boluses delivered and recorded properly in the bolus history. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No history anomaly noted.